Event description:
It was reported that the insulin pump was exposed to moisture and vibrated and died. Customer had reverted to a back-up plan. There was moisture under the screen. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The pump was received with moisture damage on the electronics, motor, vibrator motor and battery tube assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.